Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in surgery (no code available). Product problem(s): "poor vacuum" (aspiration issue), "no reflux" (no code available). A nurse reported after system received preventative maintenance and a software update there was no reflux or vacuum. A surgeon experienced poor vacuum during a procedure. The system was switched out and the case was completed. The nurse reported that there was no impact to the patient.